Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for defective stopper molding with the incident lot was observed. Additionally, evaluation of the customer samples was performed and defective stopper molding was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#796739 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that the stopper falls out of tube after use with a bd vacutainer® edta 2k. The following information was provided by the initial reporter, translated from japanese to english: when collecting blood with blood inspection equipment, the stopper fallen in the tube.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper falls out of tube after use with a bd vacutainer® edta 2k. The following information was provided by the initial reporter, translated from (B)(6) to english: when collecting blood with blood inspection equipment, the stopper fallen in the tube.